Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned spcb flextome mr- 2.50 mm/1.5 cm device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 5 mm distal of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the hypotube identified no issues with the hypotube shaft that could have contributed to the complaint incident. A visual and tactile examination of the extrusion shaft identified no kinks or damages. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. A 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 6 atmospheres for 5 seconds. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 6 atmospheres for 5 seconds. The procedure was completed with a different device. No patient complications were reported.